Event description:
Nurse reported that she had communication difficulties with her tablet. She tried resetting the tablet, reinserting the wand and also giving it time, but this did not work. However, when she replaced the usb cable with a spare usb cable, this resolved the issue. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.

Event description:
It was reported that the physician continued having programming issues after the serial cable had been replaced. It was stated that replacing the cable and strengthening the connection of the serial cable to the wand did help at first, but did not completely resolve the issue. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The suspected serial cable was returned and had product analysis completed. Per the testing done in the pa lab, the serial cable performed according to all functional specifications. The serial cable, attached to a known good programming system, was able to successfully interrogate, program, and run diagnostics on a test generator. The physician's programming wand was also returned for product analysis. Analysis of the wand confirmed an intermittent conductor at the serial data cable, which produced communication issues. A known good bench cable was substituted and all communication errors cleared. The wand otherwise performed according the all functional and electrical specifications.